Event description:
Sherlock 3cg¿ technology, used in combination with 5 fr dual-lumen powerpicc¿ ft catheter maximal barrier plus nursing tray with biopatch® protective disk with chg, and probe cover, did not work requiring a chest x-ray to assure correct positioning. This type of incident has happened multiple times with these PICC lines.